Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Patient reported "prosthesis that has encapsulated, and one is larger than the other, resulting in a seroma". This record is for the left side. Device remains implanted.